Event description:
A hospital in (B)(6) reported that years after implantation the s hook broke when the patient picked up an object. The replacement operation was planned for (B)(6) 2013. This report is #1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. Review of manufacturing records has been requested.

Manufacturer narrative:
This device is intended for treatment, not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The ala hook was received for evaluation and was broken. The fracture of the material shows that the material fatigued over the time this article was implanted. We assume that this breakage occurred due to fluctuating loads or to high loads over a short time. Based on these findings, we conclude that the cause of this failure is not due to any manufacturing non-conformances. No product fault could be detected. This complaint is indeterminate. Placeholder.